Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the acral part of the shaft was split off. According to the doctor, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.